Manufacturer narrative:
Continuation of d10: 694765 lead, implanted (B)(6) 2012. 305u223 aortic valve, implanted: (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by a patient representative that the left ventricular (lv) lead was explanted because it was damaged. No patient complications have been reported as a result of this event. (B)(6) 2026: it was further reported that, at the time of generator changeout in the year prior, a fracture of the left ventricular (lv) lead at the pocket was noted which resulted in loss of cardiac resynchronization therapy (crt). The left ventricular (lv) lead also exhibited loss of capture, high pacing impedances, and was observed to be "frayed". Approximately 2 months after the left ventricular (lv) lead fracture was noted, a right ventricular (rv) septal lead was implanted during a device changeout and the lv lead remained in use. Then, approximately 7 months later, an elective replacement of the left ventricular (lv) lead was completed. At the time of lv lead extraction, a "small break in the outer insulation of the pace-sense component of the right ventricular (rv) lead just below the boot of the header pin" was noted. The rv lead was subsequently explanted and replaced.